Event description:
The following was reported: "the tubing at the bottom of the IV set chamber was detached when the line was pressurized at 300mmhg after priming."

Manufacturer narrative:
Device evaluation. Customer report was confirmed. Rec'd (1) single dpt kit. IV tubing was able to be removed from drip chamber. This connection site is heat sealed site but no indication of heat sealing was observed at the sealing site